Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter, the pt's father, reported the pump and battery felt warm to the touch, discovered when he replaced the battery. Troubleshooting revealed there was no corrosion or cracks in the battery compartment, and the battery cap was intact and secure. The pt did not seek any medical attention or treatment.